Event description:
Heel protector applied to left lower extremity for unstageable pressure injury. Nursing staff noted patient (pt) frequently crosses his right leg over the left leg at the ankle. Pt. Educated to avoid crossing legs. Five days later at 08:50, static air heel protector was found deflated. Manufacturer response for heel protector, static air heel protector (per site reporter). Equipment failure reported to complaints.us <complaints.us@molnlycke.com> equipment is available to return to manufacturer with mailing label provided by manufacturer.